Manufacturer narrative:
Product event summary: analysis confirmed the customer comments that the programmer received no green lights unless pressure was applied to the connection between the programmer and the radio frequency programmer head and the link electronics module (lem) board was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer received no green lights when the radio frequency programmer head was placed over the implanted heart device, unless pressure was applied where the programmer head connected into the programmer, then it worked as expected, however, once pressure was removed the programmer quit interrogating again. The programmer head was changed out but this did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer received no green lights when the radio frequency programmer head was placed over the implanted heart device, unless pressure was applied where the programmer head connected into the programmer, then it worked as expected, however once pressure was removed the programmer quit interrogating again. The programmer head was changed out but this did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.